Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the lite glove fell off during surgery onto the sterile field which could potentially result to falling into the patient's abdominal cavity. The lite glove did not have a hole or tear. Patient was not injured.

Manufacturer narrative:
There were no physical samples or pictures submitted with this complaint report. A device history record review could not be performed because a lot number could not be provided by the customer. Because the sample has not been received for evaluation the reported condition could not be confirmed. Therefore the root cause was not identified for this incident. There are no formal investigation actions being taken to address this condition and a root cause could not be identified therefore no corrective actions were deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. The complaint shall be reopened if a sample is received. If information is provided in the future, a supplemental report will be issued.